Event description:
During a procedure surgeon was drilling the long screws and the tip of the drill guide bent. The drill bit and guide were pulled out of the patient. The surgeon originally intended to place 2 lag screws and changed his plan to using a plate and screws. Other instrumentation was used. No further information will be provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufactured: november 2007. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The bend in the tip of the returned device indicates that some side loading was applied to the drill guide. The returned device was manufactured in november 2007 and is over 5 years old. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Device was received and the investigation is ongoing.a device history record review has been requested.